Event description:
It was reported that the patient presented at clinic and their implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. It was noted that the episodes occurred on a single day and had not reoccurred. No intervention was performed. There were no patient consequences.